Event description:
It was reported that the user experienced a difficult glycemic day while attending a play after changing supplies and starting a new dexcom g7 sensor without entering the sensor code into the ilet until shortly before the event, did not announce a meal of egg bites and a parfait, observed glucose rising to 345 mg/dl then trending down to 318 mg/dl, and intermittently lost cgm readings during the play with readings resuming afterward; the user suggested environmental interference at the venue and stated it took about three hours to reduce glucose below 180 mg/dl. Symptoms included no clinical signs or symptoms and an episode coded as hypoglycemia was noted, though the user reported no symptoms during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and an unspecified device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.